Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a stored ventricular episode. Technical services (ts) reviewed the device episode data. This crt-d delivered anti-tachycardia pacing (atp) which accelerated the right ventricular (rv) rhythm. This crt-d delivered an electric shock to convert the rv rhythm. No adverse patient effects were reported. Currently, this crt-d remains in service.